Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was in use and there was no patient harm. The facility biomedical engineer was unable to duplicate the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.